Event description:
The customer contact reported the patient possibly received less medication than intended. On (B)(6) 2010 at 2155, line a of the pump was programmed to deliver 500ml of normal saline with 40meq of potassium chloride, at a rate of 50ml/hr, and vtbi (volume to be infused) of 500ml. Line b was programmed for concurrent delivery of morphine 1mg/1ml, at a rate of 1mg/hr, with a vtbi of 50ml, and the deliveries were started. At 2230, line b was titrated to deliver the morphine at a rate of 1.5mg/hr. On (B)(6) 2010 at 2100, it was reported that the nurse gave an unspecified concentration of solu medrol IV push via the tubing set on line a. At this time, the pump alarmed with an unspecified occlusion alarm. The alarm was cleared and the deliveries on lines a and b were restarted. At 2300, two nurses went to clear the total volume infused (vi) on line b. At this time, it was noted that the vi for the 8 hour shift was 2.6ml instead of an expected 12ml. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. The customer contact stated the patient was "sleeping without distress." The vi was cleared and therapy was resumed using the same pump. The customer contact stated that the pump was "accurate for what it said it was delivering and the amount delivered." The customer contact indicated that the vi amount of (2.6ml) was the appropriate amount to have infused between 2100 and 2300 and that the vi was possibly cleared at 2100 when the device was alarming. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device appropriately displayed and delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was printed at the manufacturing facility. The pump history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2010 was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).